Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code "malf 1," and the customer did not experience any significant events before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, although the malfunction recurred, leading to a decision to replace the pump. The customer was also interested in securing an out-of-warranty loaner pump as their current pump was no longer under warranty.